Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device¿s output was possible without any problems until the middle, but output error continued. Poor contact with the generator was suspected, and exchanged it with another lot in the hospital, but the error was not resolved, so it was returned as a dissector defect. There are several generators in the hospital, and the serial number was unknown. The device was replaced and the surgery was completed without any problems. There was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a fractured waveguide. The waveguide was returned with the device.

Event description:
According to the reporter, during a procedure, the device¿s output was possible without any problems until the middle, but output error continued. Poor contact with the generator was suspected, and exchanged it with another lot in the hospital, but the error was not resolved, so it was returned as a dissector defect. There are several generators in the hospital, and the serial number was unknown. There was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a fractured waveguide. The waveguide was returned with the device.

Manufacturer narrative:
D10: concomitant products: scgaa, reusable generator a scgaa, scba, battery scba, medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the dissector had a fractured waveguide and the waveguide was returned with the device. It was reported that there was no activation during procedure. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the waveguide was excessively torqued to the side during use. This caused it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.